Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that for the last three weeks she had been having difficulty charging. The patient stated she couldn¿t sit still enough for it to give them a charge. The patient was scheduled to been seen at the healthcare provider¿s office on (B)(6) and the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that they had an MRI on (B)(6) 2018, and since then the implantable neurostimulator (ins) will stop charging in the middle of the recharging session. They mentioned that they did have their implant turned off for the MRI. The patient also stated that they do move around when recharging. Patient services reviewed that charging will stop if the recharger antenna moves out of place and advised the patient to remain still when charging. The patient indicated that they will try to remain still while recharging and will follow-up with their healthcare provider if the issue remains unresolved. No further complications or patient symptoms were reported.